Manufacturer narrative:
(B)(4). If the address changes it will be updated in a supplemental. Concomitant medical products: catalog #: unk, unknown kirshchermer tibial tray, lot # unk, catalog #: unk, kirshchermer femoral, lot # unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the location of the implant is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Location unknown.

Event description:
It was reported that a patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient underwent a poly exchange approximately 4 years ago.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.